Event description:
After blood reinfused, blood pump turned on to maximum blood flow rate to flush the remainder of ns from system prior to discard of blood lines and dialyzer. Pt stated "what's this?" Staff menber noted air entering pt's venous needle. Pt complained that they "feel funny", then became unresponsive, loss of respirations, no pulse-CPR initiated, 911 called and transported by paramedics to hospital.

Event description:
Add'l info rec'd from MFR 1/14/04: the dialysis treatment was completed without difficulty. There was no evidence of problems, products functioned properly, no distress noted to pt. Following completion of treatment the pt's blood was reinfused but the venous line was not disconnected at the end of reinfusion as instructed in the dialyzer package insert, 'termination of dialysis'. The line was left connected to the pt while the staff person raised the blood pump to its maximum flow rate to flush the remainder of the normal saline from the system prior to discarding the lines and dialyzer. When the blood pump was turned on air was noted entering the pt's venous needle. Reportedly, the venous line had been removed from the air detector of the dialysis machine. Subsequent to the event the director of nursing stated that machine tests indicated the machine was functioning properly at the time of the incident. The don has also stated the clinical variance form incorrectly indicates the device may have caused or contributed to the event. As there was no complaint filed against a product, there was no product for evaluation. User error caused event: the failure of the user to disconnect the venous line from the pt. Trend analysis revealed no other complaint on this lot. MFR will continue to monitor for trends.